Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that feeling discomfort from the stimulation and a loss of therapeutic benefit. Caller stated that they are having a problem with being overly charged by the stimulator most all times but specifically when they are in bed at night and not doing anything but lying there trying to go to sleep. The caller stated it feels like pressure in their tush. The agent asked the caller if they are getting symptom relief, and caller stated no. The caller stated that a young lady in the doctor's office helped them go through the programs, and they ended up on program 7 at 2.7, but lately the sensation is constant and very annoying, so they lowered it to 2.2 on the same program but it is still bothering them at night when they lay down. Agent offered to walk caller through turning therapy down but caller stated they are on the road and not home at the time of the call. Caller will call back if they need further assistance. The patient was redirected to their healthcare provider to further address the issue. Hcp info: caller stated they don't really have a managing doctor, the patient called back regarding previously reported events and repeated that at night when they're trying to go to sleep, the pressure is very uncomfortable in their tush, even when trying every position. The patient thinks it's because of the implanted device; that's why they turned it down and noticed that it wasn't as bad last night but was still obvious. The patient mentioned that they had the ins for years and never had the problem for the past 6-8 mos. The agent assisted the patient in turning stimulation down. The patient was able to decrease stimulation to a comfortable level. The patient was monitored for the issue and redirected to the hcp to further address the issue.the patient also mentioned that they had an MRI on friday, and they only shut the programmer off, but the ins is still on  and they felt the MRI is charging them and they could feel it. The patient also said, "the people at the MRI have no clue.". The agent walked the patient through shutting therapy off for a future MRI.